Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported stress, anxiety, and lower back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated: stress, anxiety, and lower back pain . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe) despite coumadin therapy. Patient is alleging tilt and vena cava perforation. The patient further alleges "stress, anxiety, lower back pain."

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation the following fields were updated per additional information received: a2, b1, b5, b6, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The following allegations have been investigated: vena cava perforation and tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per report from CT (computed tomography) dated 2(B)(6)2017 : "an ivc filter is noted at the apex of the l2 vertebral body. It is in appropriate position with minimal tilt. The proximal end of the ivc filter does abut the anterior wall of the ivc, which may make retrieval difficult. The struts of the ivc filter on axial imaging extend beyond the lumen of the ivc; however, this is most likely due to tenting of the ivc. I do not believe that the struts of the filter extend beyond the lumen of the ivc." Per report from CT (computed tomography) 2 dated 2(B)(6)2017 : "positive for caval perforation. Superior extent of ivc filter is at the mid l2 vertebral body. Inferior extent inferior l3 vertebral body. A total of four prongs have perforated the ivc, series 2, image 34. Maximum distance prong perforated is 6 mm, series 2, image 34. Coronal images show 2-degree tilt left-to-right, series 602, image 47. Sagittal images show 2-degree tilt posterior-to-anterior, series 603, image 66. Diameter of ivc directly above filter measures 15 mm x 17 mm, series 2, image 24." Per review of radiology dated (B)(6)2018 : "specific evaluation of the filter confirms the filter appears intact with no significant tilt. There is penetration of the primary struts ("legs"). The anterior primary struts have grade 3 penetration with contact at the posterior duodenal wall and the posterior right strut has a grade 3 penetration contacting a lumbar osteophyte. The posterior left strut is a grade 2 penetration. There is no evidence of hemorrhage. There is no secondary sign of caval thrombosis or stenosis." Per report from CT (computed tomography) dated (B)(6)2019 : "inferior vena cava filter is in place with the proximal tip positioned just caudal to the level of the renal veins, at the level of l2 vertebral body. The apex of the filter is slightly tilted anteriorly but positioned within the lumen. The struts of the filter appear to extend beyond the luminal margin, likely due to tenting."

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2007". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.